Event description:
The patient reported that about seven v-go 40 devices came of after about an hour after application. The patient stated properly prepares the application site with an alcohol swab prior to applying the v-go to her arm and there is no interference with clothing.